Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The vascular access site was femoral. The nc quantum apex mr 15mm x 3.00mm balloon was intended for post dilation after implanting an unknown drug eluting stent. The lesion was moderately calcified. On the first inflation the balloon was inflated to twelve atmospheres for fifteen seconds. On the second inflation the balloon was inflated to eighteen atmospheres for twenty second and the balloon ruptured at eighteen atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The vascular access site was femoral. The nc quantum apex mr 15mm x 3.00mm balloon was intended for post dilation after implanting an unknown drug eluting stent. The lesion was moderately calcified. On the first inflation the balloon was inflated to twelve atmospheres for fifteen seconds. On the second inflation the balloon was inflated to eighteen atmospheres for twenty second and the balloon ruptured at eighteen atmospheres. The device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall in the midsection of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).